Event description:
Medtronic received a report that the axium coil pushwire was kinked/broken. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm in the left para-ophthalmic artery with a max diameter of 26 mm and a 3 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that while doing the coiling of a giant aneurysm, physician decided to take this as 2nd coil after deploying fc-25-50-3d coil. But pusher wire of this coil was in broken condition when the packet was opened. So physician had to take other coil & finished the procedure. It was reported the pusher was kinked/broken. There was no friction or difficulty during testing or delivery. The continuous flush was administered during the procedure. The damage was located on the pushwire's proximal segment. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information was received that the kink was observed immediately after opening the packet and there were no issues that resulted in the damage that was found. There was no damage or evidence of tampering to device packaging. There was no preparation performed prior to the damage being seen.

Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-89551), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the axium prime device was returned for analysis within three shipping boxes; within an opened axium prime outer carton; within an opened axium prime inner pouch; within a dispenser coil and within an introducer sheath. Visual inspection/damage location details: the black guidewire clip was still attached to the returned dispenser coil. The axium prime proximal pusher was not within the black guidewire clip. The pusher was found bent at the actuator interface. The pusher was found broken at the positive load indicator with the two segments retained by the release wire. The introducer sheath was found correctly assembled on the pusher with the wavelock at the proximal end. No damages or irregularities were found with the introducer sheath. No other damages or irregularities were found with the remaining axium prime pusher. The implant coil was found already detached from the implant coil with the distal implant already partially deployed out of the introducer sheath. No damages were observed with the implant coil. The coin was already retracted out of the lumen stop. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿pusher kink/damage¿ was confirmed. The pusher was found broken, with the release wire/coin retracted out of the lumen stop, detaching the implant coil as designed by the detachment elements. Customer reported device damaged out of packaging. It is possible the damage occurred during production or upon opening the package and attempting to remove the product or after removing it from the package. Therefore, the root cause could not be determined. There is an indication that this could potentially be caused by a potential manufacturing issue and a DHR review is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.